Manufacturer narrative:
This supplemental report is being submitted to provide a correction for the final investigation. Correction to h6 reported d02 should have been d15. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. The device returned and reported failure was not reproduced.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated field(s): d4, d9, h3, h4, h6, h11 corrected (field(s): h5 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the device has a bent/kink in the sheath. However, the most probable cause of the complaint is due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use aspiration needle came through the side of the sheath instead of the end. This issue occurred during the start of a diagnostic endobronchial ultrasound (ebus) bronchoscopy procedure that was completed with a similar device with delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.